Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018 the reporter contacted animas alleging an antenna failure. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the interruption of the continuous glucose monitoring data stream may cause the user to miss their blood glucose trending and thus fail to react to any potential blood glucose excursions.